Event description:
On september 16, 2024 dkk was informed that the user facility submitted the medwatch form for cracks in surgical light heads. On september 21, dkk confirmed that there was no patient involvement.